Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in mildly tortuous and moderately calcified vessel. A 2.5mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.